Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.